Event description:
A vns programming physician reported that his handheld was stuck on the align screen tutorial. A soft and hard reset had been performed neither of which worked. An analysis was performed on the returned handheld and the reported allegation was verified. During the analysis, it was identified that the touch screen display was no longer responsive. The cause for the display anomaly is associated with an intermittent trace that is connected to pin 4 of the touch screen display. Once the flex cable was pressed on the touch screen display, no further anomalies were identified during the analysis.

Manufacturer narrative:
Device malfunction occurred, but did not cause or contributed to a death or serious injury.